Event description:
The reporter contacted animas on (B)(6) 2012, and stated the keypad buttons were sticky. No other information is available at this time. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to be intact; no damage or peeling was observed. The complaint of the keypad buttons being ¿sticky¿ was not duplicated during evaluation. All of the keypad buttons responded appropriately during testing. The keypad was removed and there was no evidence of contamination on the key contacts. There were no defects found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.